Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-608a-(B)(4): the fiber is broken within the outer flow tubing at open end of metal cap; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer flow tubing is bent and exhibit no signs of melting at the break; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 292,990 joules of use and 42:56 minutes, "fiber broke." The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by using second fiber. Patient outcome: "no injury to the patient" reported.